Manufacturer narrative:
Exemption number e2017014. (B)(4). Siemens is conducting a thorough investigation of the reported events. Following the reported incident, a siemens service engineer checked the system and found it to be operating within specifications. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This report was submitted october 17, 2017.

Event description:
An injury was reported during a patient scan on the magnetom avanto system. A patient received an injury to her finger during the MRI scan. The technologist put a coil on the patient and told the patient to stay still and keep arms at her side. As the table advanced with the patient into the bore, the patient's finger got stuck in the table. The exam was stopped; the technologist applied pressure to the wound on the fifth digit of the patient's right hand and wrapped it with gauze. The patient's finger was lacerated and required stitches.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error. The system was checked by a siemens service engineer and found to be operating according to specifications. All gaps were within the specified range of less than 8 mm and this issue was not caused by a technical deviation of the mr system. The event was due to an operator error. The operator manual, page a.2-14, provides clear instructions to carefully monitor the patient during table movement. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.